Event description:
During an acl reconstruction using the fast-fix 360 curved needle delivery system, it was reported that the both implants dropped off of the needle into the joint regardless of the fact that the deployment knob was too tight for the surgeon to push. It was reported that the implants were removed from patient using a hand instrument. The procedure was competed with a backup fast-fix 360 curved needle delivery system. (B)(4).

Manufacturer narrative:
Visual inspection was not possible, as the subject device was not returned for evaluation. Review of the device history records was performed which confirmed no discrepancies. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number. Per results of the investigation, a root cause could not be determined because the complained device was not returned. At present, no further investigation is warranted. (B)(4).